Event description:
The physician reported the surface coating of the guidewire started to come off in his hand during an intracranial aneurysm coiling. The physician reported the only portion crumbling off was the portion where he was holding it, and that he cleaned the small particles off the wire before the microcatheter exchange took place. The physician did not supply boston scientific with the outcome of the patient, or whether any medical intervention was needed as a result of this phenomenon.

Manufacturer narrative:
The device in question will not be returned to boston scientific, as it was discarded by the hospital. Therefore, due to the lack of information supplied by the hospital, boston scientific cannot conclusively determine the cause of the user's experience. Boston scientific will be providing a supplemental report upon completion of the investigation.